Event description:
It was reported that during a gastrectomy procedure, the tissue pad had fallen out when the doctor tried to clean the blade. The tissue pad did not fall into the pt. It happened after several minutes use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.